Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Whilst cement can sometimes anchor the poly to the cut tibia, it is in fact not necessary. Historically the component was not cemented. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this customer implant is similar to the mets modular distal femur implant (k121029).

Event description:
It was reported by the surgeon that the pt underwent a passive tibial replacement on (B)(6) 2012. He noted that he had difficulty fixing the tibial component with cement to the plate.